Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported an unconfirmed false positive results with the binaxnow¿ covid-19 antigen self test performed (B)(6) 2021 on an unknown samples. The first test was a binaxnow in the morning then the second card in the evening, both with a positive result. Then the user took a rapid test at a walkthrough location from an external source and received a negative result. The third one was a pcr at a drive through and they are waiting for a result. No additional patient information, including treatment and outcome, was provided.